Event description:
It was reported that ¿earlier¿ in 2013, the patient was burned to the right of the implantable neurostimulator (ins) site. It was noted that the patient felt a burning sensation to the right of the ins. After that, the spot was numb. It burned and hurt ¿like something was being ripped out.¿ after that started, the ins was not ¿working as well.¿ within the last three months prior to report the patient had a reprogramming session which took away group b and left group a with ¿basic¿ functionality. Since then, the ins or therapy had worked even less to address their pain. The patient had an appointment with the healthcare professional scheduled for evaluation of the ins or therapy. It was further reported that a year ago, the patient mentioned she felt a snap near her leads, followed by sharp stinging in her back when using the stimulator that continued for about a year. It was noted that the stinging had since gone away. The reporter noted that there was a lead migration and a potential lead revision was planned but the date was unknown. Troubleshooting performed included reprogramming. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there was a 50% or greater symptoms reduction. No further troubleshooting was done to provide insight to the issue. It was noted that the revision had not been scheduled yet. The patient was receiving effective therapy and getting better pain relief after reprogramming.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3550-43, lot # n219870, implanted: (B)(6) 2010, product type accessory; product ID 355031, lot # n239371, implanted: (B)(6) 2010, product type screening device; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).